Event description:
Caller reported a cartridge alarm 20, which did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact to the blood glucose level. To resolve the issue, technical support decided to replace the pump as the caller had experienced cartridge alarms with consecutive cartridges. The customer was advised to use multiple daily injections as a backup therapy and was informed about the steps to follow upon receiving the replacement pump, which included updating the software and returning the problematic pump. The replacement pump was sent to the customer without requiring a signature for delivery.